Event description:
The customer experienced high bg levels "over 500 mg/dl" and "suspected a pod issue." She administered a correction bolus, but "bg levels did not return to normal." As a result of the high bg levels, the customer had to visit the ER. She "had to stay at the ER for a couple hours while they hydrated her." Although she suspected a pod issue, she "did not report anything unusual about the pod." She was "doing well" at the time of the call. The pod will be returned for eval.

Manufacturer narrative:
The pod was returned for eval and no problem was found that would have caused or contributed to the customer's high bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. The pod functioned as intended during the eval and was fully capable of delivering all programmed doses of insulin. Based on investigation results, the pod had performed as designed during testing and would not have contributed to the customer's hosp event. A review of lot qualification records was performed - the lot passed all acceptance criteria.